Event description:
The reporter stated the surgeon inserted an aq2017v silicone three-piece lens but the lens broke. Upon insertion the lens flipped in the eye and tore the capsule. The lens was removed and replaced.